Manufacturer narrative:
Concomitant medical products: competitor lead implanted (B)(6) 2006; competitor lead implanted (B)(6) 2006; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d remains in use. No patient complications have been reported as a result of this event.